Manufacturer narrative:
Occupation: occupation equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to a doctor's office roche meter. The customer could not provide the model information or the strip lot number used with the doctor's meter. This medwatch will cover strip lot 29415123. For information on the unknown strip lot refer to the medwatch with patient identifier (B)(6). At 2:38 pm the result from the customer's meter was 1.1 inr. At 3 pm the result from the doctor's roche meter was 2.3 inr. The customer's therapeutic range is 2.3 - 2.5 inr. There was no allegation of an adverse event. The customer's current condition was stated to be excellent. The customer does not have hematocrit concerns, is not on any other blood thinners, and does not have antiphospholipid antibodies. The customer's meter and test strips were requested for return. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined.